Event description:
Healthcare professional additionally reported undulated contours with small amount of liquid between the capsule and prothesis envelope (wrinkling).

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The event of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma late further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient experienced pain and hardness on left breast. Ultrasound showed liquid in left breast. Patient went to physician and took anti-inflammatory drugs, but it did not resolve. Patient is not feeling pain anymore, but feels discomfort and breast is hard. The device remains implanted.